Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their sti mulation kept shutting off. Patient said the stim used to last for a week, but now it didn't even last that long and would just shut off and they could feel it sometimes when it did shut off. Patient also said it could be even if the implanted neurostimulator was charged, it would turn off a couple days after they charged everything. The issue started shortly after they changed their implanted battery back in 2023 (patient estimate). The patient was redirected to their healthcare provider to further address the issue. Patient stated they notified their doctor and their doctor told them the newer battery is thinner and that is why it may not be 'performing as well.' Agent assumed to be stim turning off intermittently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.